Event description:
It was reported that a spectrum pump "beeps non stop." It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval, however, an eval was performed on site. The reported symptom could not be reproduced. The device was cleaned and returned to service.